Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of a break in aseptic technique and septic peritonitis with culture positive for cocci gram positive in a patient coincident with dianeal and extraneal viaflex therapies for automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began remedial therapy with piperacillin and cefazolin (doses and frequencies not reported, ip). On (B)(6) 2011, remedial therapy with piperacillin and cefazolin was discontinued and replaced with bactrim (dose and frequency not reported, orally). On that same date, the event of septic peritonitis with culture positive for cocci gram positive was resolving. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. It was unknown if dianeal unknown and extraneal viaflex therapies were ongoing. The nurse considered the event of septic peritonitis with culture positive for cocci gram positive to be unrelated to dianeal and extraneal viaflex therapies. The nurse did not provide an assessment of causality for the event of break in aseptic technique.